Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph of a minicap with open pouch shows the sponge was separated from the cap. The reported condition was verified. An assignable cause could not be determined. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the povidone sponge detached from a minicap. This issue was noticed during set up. There was no patient injury or medical intervention associated with this event. No additional information is available.